Event description:
Additional information was received from the health care provider indicating that the device went into por due to non compliance (patient didn't charge regularly) but was able to be restarted in the clinic. The issue was noted to be resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they saw a power on reset (por) error message. Additional information provided reported that the patient¿s therapy had stopped due to the por. It was noted that the por was not related to an overdischarge event. The patient was redirected to their healthcare provider (hcp) as it was confirmed that they saw a warning por, which could only be cleared in an hcp office. It was noted that the issue occurred about a week prior to the date of this report. No further complications were reported or anticipated. Indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.